Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (check therapy electrode messages) has been confirmed.  Upon investigation the electrode belt failed a therapy electrode recognition test and an ECG fall-off test.  The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca.   The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.